Event description:
One patient sample with discrepant free t4 results. Initial result gave 26.9 pmol/l; repeat using a new free t4 reagent lot gave 27.8 pmol/l. Sample repeated by a different instrument gave 19.8 pmol/l. No information provided to determine if patient was adversely affected. If additional information is received, appropriate notification will be provided.